Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part for evaluation.; however, failure analysis investigation has not yet begun. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed ¿loss of the right eye on ssc1.¿ the customer reported the issue to the field service engineer (fse) and continued the procedure with their second surgeon side console (ssc). The procedure was completed with the second ssc. There was no report of patient harm, adverse outcome or injury. Intuitive surgical made several attempts to follow up with the customer to obtain additional information about the complaint; however, attempts were not successful. A field service engineer (fse) was dispatched to the site and replaced the high resolution stereo viewer (hrsv) monitor on the ssc to resolve the reported issue. The hrsv displays the view of the surgical field. The system was tested and verified as ready for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed investigations. Failure analysis investigation was able to replicate and confirm the customer reported complaint. There was no image observed on the returned unit. The printed circuit assembly (pca) main board in the unit was replaced as a fix.